Manufacturer narrative:
3003721894-2018-00414 is associated with argus case bg2018gsk166058, corega sensitive denture adhesive cream. Corega sensitive denture adhesive cream is marketed in the us as polident denture adhesive cream.

Event description:
This case was reported by a dentist via sales rep and described the occurrence of upper respiratory tract hypersensitivity reaction, site unspecified in a 59-year-old female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown for denture wearer. Concurrent medical conditions included allergic asthma. On (B)(6) 2018, the patient started corega denture adhesive formulation unknown. On (B)(6) 2018, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced upper respiratory tract hypersensitivity reaction, site unspecified (serious criteria clinically significant/intervention required). On an unknown date, the patient experienced throat pain, pharynx burning sensation of, throat swelling and airways obstruction. In (B)(6) 2018, the outcome of the upper respiratory tract hypersensitivity reaction, site unspecified was recovered/resolved. On an unknown date, the outcome of the throat pain, pharynx burning sensation of, throat swelling and airways obstruction were unknown. The reporter considered the upper respiratory tract hypersensitivity reaction, site unspecified to be related to corega denture adhesive formulation unknown. It was unknown if the reporter considered the throat pain, pharynx burning sensation of, throat swelling and airways obstruction to be related to corega denture adhesive formulation unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the nsc received adverse evnt report from medical representative (chc) associated with corega administration (unspecified formulation). The reporter was contacted by nsc on (B)(6) 2018 in order to receive more details and the treating dentist reported that the patient had allergic asthma and she was currently on a corticosteroid supportive therapy (unspecified bronchodilator). The patient was using corega almost month and a half (but different than the current one). As the patient has described to the dentist she had experienced pain in the throath as if her front pharynx tissues are burning. Her upper respiratory tract has swollen and as a result she experienced breathing obstruction (asmatic spasm). She has used her bronchodilator to alleviate the breathing obstruction and had felt better. Corega was withdrawn and her current condition is recovered. The dentist mentioned that the subject uses another corega device but was unsure what. The action taken with corega denture adhesive formulation unknown was withdrawn (dechallege was positive). Follow up information was received on (B)(6) 2018 and (B)(6) 2018, co-suspect products included double salt dental adhesive cream (corega sensitive denture adhesive cream) cream for denture wearer. In 2018, the patient started corega sensitive denture adhesive cream (dental) at an unknown dose and frequency. On 8th september 2018, an unknown time after starting corega sensitive denture adhesive cream, the patient experienced upper respiratory tract hypersensitivity reaction, site unspecified (serious criteria clinically significant/intervention required). Corega sensitive denture adhesive cream was discontinued (dechallenge was positive). The reporter considered the upper respiratory tract hypersensitivity reaction, site unspecified to be related to corega sensitive denture adhesive cream. It was unknown if the reporter considered the throat pain, pharynx burning sensation of, throat swelling and airways obstruction to be related to corega sensitive denture adhesive cream. The patient had changed corega denture adhesive formulation unknown to corega sensitive denture adhesive cream, but she also experienced all previously reported symptoms (breathing obstruction) and decided to discontinue corega administration and decided to switch to other denture fixation cream. This report is being resubmitted to capture corrections. The information was received on (B)(6) 2018 and was as follows: the follow up of (B)(6) 2018was unsuccessful one and non significant. The tick on (B)(6) 2018 was done by mistake. Only the follow up from (B)(6) 2018 need be submitted in this case.

Manufacturer narrative:
Report # 3003721894-2018-00414 is associated with (B)(4), corega sensitive denture adhesive cream. Corega sensitive denture adhesive cream is marketed in the us as polident denture adhesive cream.

Event description:
Allergic reaction of the upper respiratory tract [upper respiratory tract. Hypersensitivity reaction, site unspecified]. Pain in the throath [throat pain]. Front pharynx tissues are burning [pharynx burning sensation of]. Upper respiratory tract has swollen [throat swelling]. Breathing obstruction (asmatic spasm). [Airways obstruction]. Case description: this case was reported by a dentist via sales rep and described the occurrence of upper respiratory tract hypersensitivity reaction, site unspecified in a (B)(6)-year-old female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown for denture wearer. Concurrent medical conditions included allergic asthma. On (B)(6) 2018, the patient started corega denture adhesive formulation unknown. On (B)(6) 2018, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced upper respiratory tract hypersensitivity reaction, site unspecified (serious criteria clinically significant/intervention required). On an unknown date, the patient experienced throat pain, pharynx burning sensation of, throat swelling and airways obstruction. In (B)(6) 2018, the outcome of the upper respiratory tract hypersensitivity reaction, site unspecified was recovered/resolved. On an unknown date, the outcome of the throat pain, pharynx burning sensation of, throat swelling and airways obstruction were unknown. The reporter considered the upper respiratory tract hypersensitivity reaction, site unspecified to be related to corega denture adhesive formulation unknown. It was unknown if the reporter considered the throat pain, pharynx burning sensation of, throat swelling and airways obstruction to be related to corega denture adhesive formulation unknown. Additional details: the (B)(6) received adverse event report from medical representative (chc) associated with corega administration (unspecified formulation). The reporter was contacted by (B)(6) on (B)(6) 2018 in order to receive more details and the treating dentist reported that the patient had allergic asthma and she was currently on a corticosteroid supportive therapy (unspecified bronchodilator). The patient was using corega almost month and a half (but different than the current one). As the patient has described to the dentist, she had experienced pain in the throath as if her front pharynx tissues are burning. Her upper respiratory tract has swollen and as a result, she experienced breathing obstruction (asmatic spasm). She has used her bronchodilator to alleviate the breathing obstruction and had felt better. Corega was withdrawn and her current condition is recovered. The dentist mentioned that the subject uses another corega device but was unsure what. The action taken with corega denture adhesive formulation unknown was withdrawn (dechallege was positive). Follow up information was received on 18 oct 2018 and 16 nov 2018, co-suspect products included double salt dental adhesive cream (corega sensitive denture adhesive cream) cream for denture wearer. In 2018, the patient started corega sensitive denture adhesive cream (dental) at an unknown dose and frequency. On (B)(6) 2018, an unknown time after starting corega sensitive denture adhesive cream, the patient experienced upper respiratory tract hypersensitivity reaction, site unspecified (serious criteria clinically significant/intervention required). Corega sensitive denture adhesive cream was discontinued (dechallenge was positive). The reporter considered the upper respiratory tract hypersensitivity reaction, site unspecified to be related to corega sensitive denture adhesive cream. It was unknown if the reporter considered the throat pain, pharynx burning sensation of, throat swelling and airways obstruction to be related to corega sensitive denture adhesive cream. The patient had changed corega denture adhesive formulation unknown to corega sensitive denture adhesive cream, but she also experienced all previously reported symptoms (breathing obstruction) and decided to discontinue corega administration and decided to switch to other denture fixation cream.